Event description:
Reporter stated that the contacts, inside of the base unit, had corroded. No operator injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.